Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found insulation abrasion exposing the ring electrode cable lumen at 80.2 cm to 81.0 cm and 82.0 cm to 82.4 cm from the connector pin.